Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient infusion set cannula was bent which led to high blood glucose of 330 mg/dl and also feeling mildly nauseous which is symptom of ketoacidosis. The event occurred on (B)(6) 2026.